Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 600cc gel breast prosthesis (right device) and a mentor memorygel breast implant 550cc gel breast prosthesis (left device) when the right breast prosthesis ruptured after implantation. In addition, the patient developed capsular contracture (baker grade unknown) in both breasts. As a result, the patient underwent bilateral explantation and replacement with a mentor smooth round moderate profile 425cc saline breast prosthesis and a mentor smooth round moderate profile 375cc saline breast prosthesis on (B)(6) 2013. This medwatch report is for the left breast prosthesis.